Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with his onetouch delica lancing device in that the lancet would not fully penetrate. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancing device issue began on (B)(6) 2015 when he found the lancet would not fully penetrate his skin when trying to use the subject lancing device to obtain a blood sample. The patient manages his diabetes using insulin with no adjustments, and reportedly increased his dose of humalog insulin on (B)(6) 2015 from 20 units in the morning and 10 units at night, to 20 units in the morning and 12 units at night in response to the reported issue. The patient reported experiencing symptoms of sweating and shaking an unknown amount of time after the alleged issue began. The patient did not state what treatment or medical intervention, if any, was received in response to these symptoms. The patient confirmed that his blood sugar was not measured using any other device. At the time of troubleshooting, the csr noted that it was the first use of the product, the correct gauge (33g) of lancet was being used and there was no misuse of the product. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.